Event description:
On 11/23/94 device was implanted. On 11/10/95 the pump was revised. In 9/96, day not indicated, the device was removed from the pt and replaced because the cylinders did not work anymore.